Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper manufacture. Using a hemostat to grasp the drive wire, the clip was operated and closed. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was verified to be within appropriate manufacturing specifications. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to additional resistance at the handle which can cause the drive wire to detach from the handle spool. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During a procedure involving hemostasis clipping folling a polypectomy, a cook instinct endoscopic hemoclip was used. The clip was attached to the tissue site. The physician pushed to deploy the clip and the clip would not release from the deployment device. It was noted that the drive wire came out the side of the handle. They were able to reopen the clip to facilitate removal from the tissue site. Another clip was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.